Event description:
Surgeon tried to place a vertebral spacer tr 10x27 in a tight disc space and the space broke. Surgeon then did a further discectomy to create more space, tried to insert another vertebral spacer tr and it broke. No injury occurred to pt.